Event description:
A discordant, falsely elevated troponin result was obtained on a patient sample on an advia centaur instrument. The discordant result was reported to the physician(s), who questioned the result. The patient was redrawn and the new sample was tested on an alternate instrument and resulted lower. The sample was then rerun on the advia centaur instrument and resulted higher. It is unknown if the rerun results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated troponin result.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the fse discovered that the pinch valve for aspirate probe 1 required replacement and a tubing connection for wash 1 required repair. The fse replaced the pinch valve and repaired the tubing connection. Calibration and quality controls were then run, all of which were within range. The cause of the discordant, falsely elevated troponin results was due to the malfunctions of the aspirate probe 1 pinch valve and the wash 1 tubing connection. The instrument is performing according to specifications. No further evaluation of this device is required.